Event description:
Additional information received indicated the device was explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to establish communication with the patient controller. Programming changes were attempted however it was unsuccessful. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.